Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the grip tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The detached fragment code was added because there may be missing pieces. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken instrument was confirmed by failure analysis. The probable root cause of a damaged insulation to the conductor wire can be attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument was jammed or broke. The procedure was completed with no reported injury.